Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. Technical services (ts) was consulted and discussed stored data as well as device function under safety mode. Ts noted power consumption was higher than expected for the device programmed settings. Additionally, it was noted there was a seven second pause in the patients rhythm. This crt-p was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.